Event description:
Medtronic received information from a medical journal article that described transcatheter valve replacement patients whose devices experienced definite or probable prosthetic valve endocarditis (pve) after device implant. The article was a review of 28 articles published between december 2000 and june 2013 on patients who underwent either a tavr or a transcatheter pulmonary valve replacement (tpvr). 28 patients who underwent a tvpr procedure and subsequently experienced endocarditis were implanted with a model of this transcatheter pulmonary valve (tpv) implanted via the transfemoral venous approach. Two of the patients subsequently passed away due to endocarditis-related causes. One of the two patients had a tpv implanted within another manufacturer¿s conduit, and the second patient had a tpv implanted within a medtronic conduit (a separate report has been filed for that procedure). The length of time for the onset of endocarditis was not reported; the source of the infection was not identified for either patient. The identified organ isms in these two cases were streptococcus sanguinis and staphylococcus epidermidis, respectively. Both patients exhibited fever and right-sided congestive heart failure following onset of the endocarditis. One patient also reported light-headedness, and one experienced liver shock. Unspecified surgical management was performed for both patients, in addition to antibiotic therapy. Vegetation was reported within both devices through echocardiographic and surgical observations. There was one male and one female patient. The average age was 22 years, with a range of 18-26 years.

Manufacturer narrative:
A medtronic field representative subsequently reported that there had been no cases of endocarditis associated with this model device at the facility of the article¿s lead author; information regarding the devices at other facilities was not provided. Without serial numbers of any devices, device history record and sterilization lot record reviews could not be performed. Endocarditis is a known adverse event, and in some cases cited in the article the sources of infection were dental and respiratory/skin infections and due to the implant procedure. The sterilization process used by medtronic uses a bga solution which has an anti-microbial kill on microorganisms such as staphylococcus and streptococcus species. This process is validated using the worst case bacillus atrophaus (gram-positive spore-forming rods), which is known to be representative of the cleanroom bioburden. There is insufficient information to determine if any of the endocarditis events in the article or the reported patient deaths were attributable to a device from this model family.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without device-specific identifying information, it could not be determined if either device was explanted and returned for analysis, or if individual complaints had previously been reported to medtronic, and a review of the device history records could not be performed. Given the timeframe of the reviewed articles, some of the patient/device cases may have been included in clinical study reporting prior to hde or commercial market approval. The date of death listed in this report is an arbitrary date chosen from within the article's timeframe, as the dates of death were not reported in the article and are unknown to medtronic. A separate report has been filed for the remaining 26 tpv patients cited in the article. (B)(4). Prosthetic valve endocarditis after transcatheter valve replacement-a systematic review authors: ignacio j. Amat-santos, md; henrique b. Ribeiro, md; marina urena, md; ricardo allende, md; christine houde, md; elisabeth bedard, md; jean perron, md; robert delarochellière, md; jean-michel paradis, md; eric dumont, md; daniel doyle, md; siamak mohammadi, md; melanie côte, msc; jose alberto san roman, md; josep rodes-cabau, md. Jacc: cardiovascular interventions, vol. 8, no. 2, 2015 issn 1936-8798 http://dx.doi.org/10.1016/j.jcin.2014.09.013.